Manufacturer narrative:
B3: date inaccurate, only the month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was seeing "software issues" on their controller along with "settings not available" messages that seemed to have started occurring two weeks ago. Additional information received from a manufacturer representative. It was reported that the representative met with the patient due to the "settings not available" issue. An impedance check showed "avoid" for electrodes 7 and 15; electrode 7 measured 24,020 ohms, and electrode 15 measured 28,260 ohms. The representative programmed around these contacts and the issue was fixed for now.